Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted to address the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-03222. It was reported that the patient experienced ineffective therapy as the leads have been noted to have migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.